Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the phenomenon was not duplicated during evaluation because the subject device was not returned. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was not returned to olympus for evaluation. Olympus provided the customer with troubleshooting support by confirmed cv-190 serial digital interface out 2 is connected to provation central processing unit monitor and serial digital interface out 1 is connected to ebus, endobronchial ultrasound. Cabling was correct for the control voltage port on maj-1916 properly connected to the adapter port on cv-190. The customer was plugged into digital file port on ma j-1916 and the other side was connected to the provation computer. They were not able to get any type of image to show on the monitor. Customer was getting a communication port not detected on her power supply unit. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information is provided by the customer.

Event description:
A customer reported to olympus, evis exera iii video system center showed an error code e402 digital file not connected, when attempting to capture images. There were no reports of patient or user harm associated with this event.